Event description:
Report received from a physician in 2005, regarding a female pt with no known allergies and no history of autoimmune disease, who received injections of captique in 2005 to the nasolabial folds and the vertical lip line. The next day, the pt developed a papule at one of the vertical lip line treatment sites. The physicain treated the pt with an intralesional injection of kenalog. Eighteen days later, the pt presented at the treating physicians office with another papule at one of the vertical lip line treatment sites. The physician adminstered another intralesional injection of kenalog. A week later the pt presented with raised, red, tender nodules at all the treatment sites. The physician treated the pt with an intramuscular injection of kenalog and prescribed oral zithromax. The physicain diagnosed this as an allergic reaction. At the time of the report, the pt had not yet recovered.